Event description:
It was reported that during a colectomy procedure, during the intervention when making the colonic anastomosis, it was impossible to remove the security stapler while the latter was already connected to the anvil. A second stapler (same batch) was used with the same default, the operator had to introduce and do various manipulations without security. Note: after disinfection of the first clip that has been manipulated and stapling was possible. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Results: incomplete firing cycle, uncut washer - unblemished. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please explain what is meant by, ¿had to introduce and do various manipulations without security?¿ this is not clear. ¿after disinfection of the first clip that has been manipulated and stapling was possible.¿ ¿ was the cut line fully circumferential around the target tissue? What confirmation was received that the device fully fired? Were there staples seen in the surgical field? If yes, what was there shape? The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The safety functioned as intended and without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.